Manufacturer narrative:
Multiple attempts to retrieve device repair, and operational status has yielded no response from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint by the customer on the v60 indicating that a 1007 (post) machine and proximal pressure sensors failed error code occurred. It was reported that there was no patient involvement at the time the issue was discovered. The customer reported to the remote service engineer (rse) that the device was giving a 1007 error code when it was powered on prior to being put in use. The rse troubleshot the device with the customer and advised the customer to inspect the data acquisition (da) to motor controller (mc) cable to verify that it was fully seated. The customer informed the rse that the left clip was not fully seated. The customer then pressed the ribbon cable until clip was fully seated, and the customer was able to power up the device properly without any error codes. The rse informed the customer to perform performance verification testing on the device to determine that the device is fully operational.